Event description:
It was observed that during the device evaluation, the duodenovideoscope showed adhesive damage around the objective lens and exhibited chipped light guide and objective lens components. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause traced due to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.